Event description:
It was reported that "the balloon could not maintain the inflation before use". No patient injury was reported.

Manufacturer narrative:
One catheter with an attached monoject 1.5cc limited volume syringe was returned for evaluation. No introducer or contamination shield was returned. The balloon did not inflate due to an interlumen leakage in the backform between the inflation and distal lumens. The balloon inflated when the distal port and hub were occluded. Proximal injectate lumen was patent without leakage. Balloon inflation test was performed using returned syringe with 1.5cc air. The location of the interlumen leak was determined by clipping the catheter body from the distal end until leakage stopped. No visible damage to the balloon latex, catheter body or returned syringe was observed. Visual examinations were performed under microscope at 10x magnification and with the unaided eyes. A review of the manufacturing records indicated that the product met specification at the time of release. The customer report was confirmed as related to the manufacturing process. An investigation is underway to determine what actions are needed to prevent recurrence of this type of complaint.